Event description:
It was reported that the customer's blood glucose was at 401 mg/dl and her belt clip broke. The customer treated her high blood glucose with her insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.